Manufacturer narrative:
(B)(4). D4. Product ID was provided for 4 screws however, it is unknown which two of the 4 screws has migrated. Therefore, the migrated screw could be any of the following: 47248605640 ¿ blunt tip screw ¿ (B)(6). UDI: (B)(4) manufacturing date: oct 4, 2021 expiration date: oct 4, 2026. 47248605040 ¿ blunt tip screw ¿ (B)(6) UDI: (b)(40. Manufacturing date: dec 30, 2019 expiration date: nov 30, 2024. 47248604440 ¿ blunt tip screw ¿ (B)(6). UDI:(B)(4). Manufacturing date: may 19, 2023 expiration date: may 19, 2028. D10. Proximal humerus, right, long, ã¿ 8.5x260mm item# 47249626008 lot# 3152739. Blunt tip screw, ã¿ 4x50mm item# 47248605040 lot# 3010668. Blunt tip screw, ã¿ 4x44mm item# 47248604440 lot# 3158957 (x2) cortical bone screw, ã¿ 4x26mm item# 47248612640 lot# 3164765. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial procedure with the affixus humeral nail, after which, presents limited movement due to loosening of two screws. Patient is pending for screw removal on unknown date. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Limited movement was noted due to loosening of two screws. However, there are no further documents available that could confirm this. As the devices involved in the reported event were not returned for investigation, a further product evaluation could not be performed and the condition of the products are unknown. In conclusion, as the cause may be multifactorial, an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.